Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 48 mm diameter abdominal aortic aneurysm approximately 40 months ago. It was reported that on the 36-month postoperative follow up CT scan showed there was left contralateral limb stent graft migration leading to a distal type I endoleak. The stent graft had migrated upward and it was in the aneurysm sac. Per the physician, the cause of the migration leading to distal type I endoleak was due to patient anatomy. The landing length of the left common iliac artery was short, less than 20 mm. The physician had already landed in the external iliac on the right ipsilateral side and did not want to cover the internal iliac arteries on both sides. Per the physician, the migration and the distal type I endoleak was expected. Secondary intervention was done at approximately 40 months post implant. The physician performed a coil embolization on the left internal iliac artery and an endurant limb was added distally. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the events resolved after the secondary intervention. The patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.